Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 2.0, re-test: 3.5, lab: 7.5. Testing was done on the same day a few hours apart. The re-test was done on a different inratio meter.

Manufacturer narrative:
Investigation pending.